Event description:
***This is a complete report. The investigation has been completed on (B)(6) 2021 and the results / conclusions are outlined in section h of this report*** son 2015 ¿ ¿percutaneous unilateral biliary metallic stent placement in patients with malignant obstruction of the biliary hila and contralateral portal vein steno-occlusion¿. Our stent deployment system was introduced over a 0.035-inch, 150-cm long stiff hydrophilic guidewire (terumo) or over an extra-stiff amplatz guidewire (cook medical) and was deployed across the hilar obstruction to the common bile duct to cover the bile duct approximately 1¿2 cm proximal and 2¿3 cm distal to the obstruction to prevent tumor overgrowth. Post-stenting balloon dilation was not performed in any patient. After the procedure, an 8.5-fr or 10-fr temporary drainage catheter (cook medical) was placed just proximal to the stent. The external drainage catheter was irrigated frequently for 1¿2 days after placement to remove any possible blood clots or sludge. Cholangitis occurred in four patients, two of whom underwent placement of a covered stent and two who underwent placement of an uncovered stent. However, all four patients with cholangitis showed favorable clinical courses within 4 days following antibiotic treatment and without the need for additional intervention.

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation the zib device of unknown rpn and lot number involved in this complaint was implanted in the patient, and was not available for evaluation. Document review prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for the zib device could not be performed as the lot number is unknown. There is no evidence to suggest the user did not follow the IFU (ifu0040-6). Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions and/or the stent placement procedure. From the information provided it is known that the patients had malignant hilar biliary obstruction and contralateral portal vein stent occlusion. It is possible that the patient's pre-existing conditions or the stent placement procedure caused or contributed to the patients developing cholangitis. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, cholangitis occurred in four patients, two of whom underwent placement of a covered stent and two who underwent placement of an uncovered stent. However, all four patients with cholangitis showed favourable clinical courses within 4 days following antibiotic treatment and without the need for additional intervention. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Son 2015 ¿ ¿percutaneous unilateral biliary metallic stent placement in patients with malignant obstruction of the biliary hila and contralateral portal vein steno-occlusion¿. Our stent deployment system was introduced over a 0.035-inch, 150-cm long stiff hydrophilic guidewire (terumo) or over an extra-stiff amplatz guidewire (cook medical) and was deployed across the hilar obstruction to the common bile duct to cover the bile duct approximately 1¿2 cm proximal and 2¿3 cm distal to the obstruction to prevent tumor overgrowth. Post-stenting balloon dilation was not performed in any patient. After the procedure, an 8.5-fr or 10-fr temporary drainage catheter (cook medical) was placed just proximal to the stent. The external drainage catheter was irrigated frequently for 1¿2 days after placement to remove any possible blood clots or sludge. Cholangitis occurred in four patients, two of whom underwent placement of a covered stent and two who underwent placement of an uncovered stent. However, all four patients with cholangitis showed favorable clinical courses within 4 days following antibiotic treatment and without the need for additional intervention.